Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -08.50/0.5/144 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found haptic deformed . Claim# (B)(4).

Manufacturer narrative:
Corrected data : h6-patient code 3191 in initial MDR is not applicable and is corrected to 2692. Claim# (B)(4).